Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The event description does not indicate a potential manufacturing issue. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy or presence of pre-existing patient conditions. As reported, in this case the pvl was most likely the result of low positioning and a calcified left ventricular outflow tract. Positioning difficulty/inaccurate delivery is often influenced by patient anatomy and user technique. In this case, it was reported that the patient had a calcified left ventricular outflow tract which might have contributed to the positioning difficulties, but a conclusive cause of the low implant depth could not be determined from the available information. A post-implant balloon aortic valvuloplasty was performed but did not resolve the pvl. A second valve was then implanted valve-in-valve, which reduced the pvl to trace-mild levels. A trace-mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition. No other adverse effects were reported. Medtronic will continue to monitor trends for future similar events.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, severe paravalvular leak (pvl) was observed, which was attributed to low valve implant location and the patient¿s calcified left ventricular outflow tract. A post-implant balloon aortic valvuloplasty was performed but did not resolve the pvl. A second valve was then implanted valve-in-valve, which reduced the pvl to trace-mild levels. No subsequent adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.